Manufacturer narrative:
It was reported that the burn showed up on the patient the day after the procedure involving the device. The patient was treated using silvadene cream. The patient was discharged with instructions to apply the cream at home. The device was returned to stryker where it was evaluated and found to have no component level defect. It was identified that the user facility was using an adult version of the device pad rather than the pediatric version. It was suggested to the user facility that they use a pediatric version of the pad when used with a pediatric patient.

Event description:
It was alleged that a (B)(6) year old patient received a burn from the device.

Event description:
It was alleged that a (B)(6) year old patient received a burn from the device.